Event description:
Rptr experienced breast soreness and aching, severe headaches, numbness of both hands and arms, loss of sleep, anxiety and depression, very moody and hardening of breast (implants).